Event description:
The customer reported both monitors go blank. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the ip and scan converter boards. System operates as intended. (B)(4).